Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a renewed infection up to the pericardium. A pump exchange was successfully completed (B)(6) 2024. It was noticeable that the system controller was displaying an error message, "controller internal fault". Log file analysis confirmed the problem, and the system controller was successfully replaced. After that, no further alarms occurred.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller fault alarm can be confirmed based on the log file data. The log files were successfully retrieved from the returned system controller, serial number (B)(6). The event log file contained data captured from 06aug2024 to 12aug2024. The recorded data revealed intermittent controller internal fault alarms associated with (f27) a2d fault. The alarms were captured until (B)(6) 2024. The data between (B)(6) 2024 did not reveal any new alarms. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained data recorded from (B)(6) 2024. The recorded data did not add any new information regarding the reported event. The returned system controller was functionally tested and the system controller fault alarm was not able to be reproduced. The system controller was operated for extended period of time while connected to a test equipment with no active alarms. The system controller was disassembled and visual inspection of the internal parts, including the printed circuit board electronic components was unremarkable. A specific root cause for the system controller fault alarm captured in the log file was not able to be determined. Review of the device history record for the system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications heartmate 3 patient handbook rev d, under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.